Event description:
It was reported that "on removal of the blunt trocar the surgeon checked the wound site with his hand and felt a hard object. An incision was made and a small piece of plastic removed, which had come from the arm of the trocar". No patient injury reported.

Manufacturer narrative:
When I receive the investigation report, I will file a supplemental report.